Event description:
It was reported that the recliner mechanism was damaged and the footend would not remain latched/locked, and would periodically pop back out. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.